Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii/IV".

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ capsular contracture: unable to observe. ¿ extrusion: unable to observe. As per the investigation procedure, opening, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV". Patient later reported "implant was coming out of [their] body", breast tissue and pocket "were totally destroyed" and "exchange from a textured to smooth breast implant due to concern with the product". This record is for the right side. Device was explanted.

Manufacturer narrative:
Clarification b.3 date of occurrence: removed as it was listed same as the implant date. No other date provided. The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional reason for explant: extrusion.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV". Patient reported additional, right side implant was "coming out of my body", breast tissue and pocket "were totally destroyed" and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. This record is for the right side. Device was explanted and replaced.